Event description:
It was reported to medtronic that the customer dropped the insulin pump and the pump had a crack. The customer reported no adverse event. The event involved product paradigm real-time insulin infusion pump mmt-754wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with broken off and missing end cap. Unable to perform displacement test due to physical damage to case. No moisture damage found on the electronics, motor, and vibrator assembly noted. However, found corroded battery tube. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, stained address/serial number label. Broken off and missing end cap was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.